Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification and moderate tortuosity. The lesion was pre-dilated with 3.0x8 and 3.0x12 mm balloons at 12 atmospheres (atm). The 3.0x15 mm xience xpedition stent was deployed and a check shot showed a dissection at the distal end. A 3.0x8 mm drug eluting stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.